Event description:
Customer performed a blood glucose test at night and received a result of 175mg/dl. The customer took medication based on the result. At midnight they performed another test and received a result of 273mg/dl. The next morning at 6am they passed out. The paramedics were called and at 7 am the emergency medical tech received a result of 25mg/dl. The customer was given a glucose IV and cranberry juice to drink. 30 minutes later the emergency medical tech device read 173mg/dl and the customers device read 273mg/dl. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.